Event description:
It was reported that the histogram showed a message of invalid data. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The s2d file (B)(4) showed an observation for "rate histograms have invalid data" and % of time= "???" On the programmer quick look ii display.